Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a covid 19 positive patient passed away during continuous renal replacement therapy with a prismaflex control unit. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
H10: the device was inspected on site by a qualified baxter technician. No working deviation on the prismaflex machine was detected during the inspection. The arps tubing was reported to have been replaced. Review of complaints and service history determined that one similar event occurred on this machine. No deviations from manufacturer specifications was detected. The lox files were reviewed and there was no evidence of a critical condition requiring discontinuation of the treatment and no evidences of alarms triggered by the machine are provided. No prismaflex malfunctioning has been identified. Based on available information there is no evidence that prismaflex machine caused or contributed to the serious event of patient death. The cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. It has been identified that complaints (B)(4) and (B)(4) are duplicates therefore no additional emdr follow up will be submitted for 2925443. All the information associated with this event is included in this report.